Event description:
A nurse reports a lens exchange was completed due to the patient's complaint that she could not tolerate the lens. The implanting surgeon reports the patient's postoperative vision was poor even with best correction. A limbal relaxing incision was performed. This helped the patient's astigmatism, but did not improve her vision. The surgeon reports the patient has had an excellent outcome following the lens exchange. Visual acuity 20/20 without correction.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.